Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Insulin pump passed displacement test properly. However, insulin pump received with partially broken retainer, cracked case(battery tube), cracked battery tube threads and cracked keypad at select button. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the retainer ring of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.